Event description:
As reported by the user facility: customer reports that infusing is running too slow, around 30 minutes, especially when secondary line is running, this happens with any rate set. No pt injury, delay in therapy. (B)(4).